Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2019. Customer¿s blood glucose level was 29.9 mmol/l, at the time of hospitalization. Customer¿s blood glucose level was 22 mmol/l, which led hospitalization event. Customer was treated with insulin and with manual injections for high blood glucose level. Customer reported that they experienced nausea, vomiting and abdominal pain. Customer declined to test the insulin pump during troubleshooting. Customer was advised to change the infusion set, reservoir and insulin as well as advised to treat as per health care professional instructions. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.